Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during patient use, the alarm silence/reset did not silence or clear alarms. The patient was ventilated by the device when the event occurred. There was no medical intervention and no patient injury reported.